Event description:
Reporter indicated that patient has experienced an increase in seizures and no longer feels stimulation. Neurologist indicated that the patient has experienced daily seizures. Further follow-up revealed that the patient has been scheduled for re-implant consultation. It is unknown whether or not the increase in seizures is above the patient's pre-vns baseline.